Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2008 and performed to specification up to the (B)(6) 2010. On the (B)(6) 2010 the device failed the weekly auto self-test due to a low battery. The recorded temperature was 4.7 degrees celsius. This is below the recommended operating temperature range for this device. On (B)(6) 2010 the device passed a self-test . Evidence suggests a new pad-pak was installed. The device continued to perform to specification up to the (B)(6) 2015. During this time on the (B)(6) 2010 the device recorded a manual power up of 28 minutes duration. This mau suggest the device was attached to a patient. However the memory log was erased prior to (B)(6) 2015 so no further information could be obtained. Multiple manual power ups, two if ten minutes duration were observed between (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The low battery fails detailed in the report were present at temperatures as low as 4.1 degrees celsius, prompting the low battery warnings. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.